Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air sensor/detect issues fault repeatable. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue was verified during evaluation as a 'reload set' which was also evidenced in the event history log as 'reload set' messages. The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct the condition.  Should additional relevant information become available, a supplemental report will be submitted.